Event description:
After induction of anesthesia she was placed in the dorsolithotomy position and her genitals prepped and draped in sterile fashion. A 22 french cystoscope was advanced into the bladder. Within the bladder no stones were noted. The right ureter was canulated with a 5 fr open ended catheter and contrast instilled in retrograde fashion. The stone was seen in the mid ureter with proximal hydroureteronephrosis. 2 sensor wires were passed up the right ureter beyond the stone. I passed a cook ureteral dilating filiform over the working wire to calibrate the ureteral orifice in preparation for scope advancement. Over the working wire a flexible ureteroscope was advanced under fluoroscopy (fluro) to immediately distal to the stone. Under direct visualization the stone was encountered. A 270-micron holmium laser fiber was used to ablate the stone using settings of 0.4 j and 12 hz. This ablated nicely and I noted some fragments retropulse. I examined the entirety of the collecting system revealing no obvious large fragments. The ureteroscope was withdrawn showing normal proximal and mid ureter at the side of the stone impaction. I could not remove the ureteroscope though due to resistance. I worked to try and get this out but met significant resistance. I had a safety wire in the whole time. Over the safety wire I advanced a dual lumen access catheter under fluoro so the catheter was seated along the scope in the distal ureter. Instillation of contrast revealed some irregularity around the catheter but no extravasation. My impression was that some of the stone fragments had migrated distally and accumulated around the scope leading to friction and a super tight seal. Through the dual lumen catheter I was able to inject a slurry of contrast mixed with contrast in an attempt to dislodge things. This helped but not fully. Re-examination through the ureteroscope confirmed that it was stone pieces lodged. I advanced a wire through the scope to try and poke some of these in manipulation which helped minimally. I did not feel comfortable attempting any basketing here and again I was not able to get good visualization of the stones surrounding the scope. Slowly with some resistance I was able to get the scope out. I grew concerned about an injury given the difficulty this whole thing caused. Advancing the dual lumen over the safety wire confirmed this as instillation of contrast revealed extravasation. I next advanced a rigid ureteroscope into the bladder and right ureter. There was no discernable ureteral tissue and I saw fat and bleeding. My concern is this is a ureteral avulsion. The cystoscope was inserted and over the safety wire a 6 fr x 26 cm double j ureteral stent was advanced and deployed in standard fashion. Curls were noted proximally and distally using fluoro and cystoscopy. I next placed a 18 fr coude foley to maximally drain his kidney. Immediate options for a ureteral injury include either emergency attempts at ureteral reconstruction or maximal urinary drainage to temporize the situation with plans for later repair. Due to the extent of the injury and his anticoagulation, I did not feel that an attempt at urgent repair would be feasible. He has a high risk of hematoma formation and the vascular supply to the ureter is likely disrupted. I felt he would most benefit from maximal urinary drainage via foley, stent and nephrostomy tube. This will allow urinary diversion and we will then be able to study the extent of the injury upon convalescence. I met with interventional radiologist (ir) immediately afterward and he agreed to have him proceed for percutaneous nephrostomy tube placement. Primary team was notified in a request to see if we can hold his anticoagulation to help prevent further issues during recovery. Patient (pt) has had many procedures, hospital stays, surgeries. Post procedurally, once scope and patient issues were identified, olympus rep and company were notified about event. This scope has been reportedly repaired by a third-party vendor steris.